Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00696. This report is being submitted as additional information. Approximate age of device- 16 months, 2 days manufacturer's investigation conclusion: although the reported pump power elevations were confirmed through the evaluation of the submitted log files; a specific cause for the reported event could not be determined conclusively through this evaluation. The center submitted two log files with overlapping data, which spanned from (B)(6) 2018. It should be noted that sustained pump power elevations over 8 watts were captured on (B)(6). Most of the pump power elevations were accompanied by pi events. The pump power returned to the baseline around 5-6 watts after the events. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The hmii instructions for use (IFU) states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The account communicated that the patient reported feeling light headed during one of the power elevations and had some bloody urine which has been cleared. Computed tomography angiography (cta) was performed and the result was normal. A ramp echocardiogram was also performed. Multiple attempts have been made to obtain additional information from the customer regarding this event; however, no additional information was provided. The patient remains ongoing on vad support and no further related issues have been reported. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient was admitted to the hospital on an unknown date for an unspecified reason. Device interrogation revealed power fluctuations and spikes. The patient reported feeling lightheaded during one of the power elevations. The patient also had bloody urine, but had cleared. A computed tomography angiography (cta) performed was normal. A ramp echocardiogram was also performed; however, the results were not provided. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log which contained data from (B)(6) 2018 and observed power elevations up to 10.4 w; however, the power values seemed to fluctuate between the elevated range and the patient¿s typical baseline and the findings were not indicative of a driveline issue. On (B)(6) 2018, it was reported that the patient was hemodynamically stable, but the vad system continued to produce flows greater than 10 lpm. Additional log files submitted for review had same findings as previous log file review. The customer was advised to monitor for signs of hemolysis or other clinical symptoms of potential thrombus. Additional information was requested, but has not yet been provided.